Manufacturer narrative:
The device was received for evaluation, but the investigation has not yet begun. Once the investigation is completed, a supplemental MDR will be submitted summarizing the investigation results.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. Additional information was requested from the reporter. Should we receive this additional information, a supplemental will be submitted.

Manufacturer narrative:
Evaluation summary: according to the description: customer does not trust the rest of the lot as two have already failed to attach. The data or information are not available for investigation- bravo customer satisfaction. The communication status is complete, therefore the gfe is also complete. A review of the device history record indicating that the product was released meeting finished product specifications. The capsule was being used for diagnosis. The conclusion of the investigation is: customer satisfaction. If information is provided in the future, a supplemental report will be issued.